Event description:
It was reported that during surgery the surgeon was unable to aspirate the catheter via side access port of the pump. It was also added that a back table prime was not done. Drugs delivered via the device were dilaudid and bupivacaine. It was stated that the physician elected to decrease simple continuous dose and not to perform a bolus on the pump. It was also reported that the previous pump had reached its eos (end of service) on (B)(6) 2012 and patient had subsequently experienced withdrawal. As of the date of this report patient was noted to be hospitalized. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer model: 8840, serial# unk; catheter model: 8703wll, lot# p50194, implanted: 1996-(B)(6), explanted: unk; replaced pump model: 863740, (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6). (B)(4).